Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced a hyperglycemia event due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient had blood glucose (bg) reading of 388 mg/dl with symptoms of nausea and anxiety. The reporter stated that the patient was treated by the emergency room medical personnel with intravenous glucose. Per health care provider¿s instruction, the patient had discontinued pump therapy and is requesting that the pump be replaced. Customer support agent reviewed the event with the reporter. The reporter alleged that the pump sounded as if it was delivering the requested insulin but insulin was not being delivered. The reporter was instructed to change tubing, confirmed that there was insulin in the cartridge, initiated an air bolus, and it was noted that insulin was not coming out of the pump. Review of basal history and potential causes for inaccurate deliveries was not completed and the alleged delivery issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced a hyperglycemia event requiring hospitalization related to an alleged delivery issue with the pump of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the last record of basal delivery a day after the event date. The total daily delivery added up and matched the user programmed rate. A manual time/date change from 05/20/2014 to 05/19/2014 was observed, giving the impression that the history was inaccurate. A record of time/date reset after pump powered off was also found in the black box. On investigation, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported delivery issue, it was observed that the verify screen was dim and discolored. The internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.